Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The impaction results recorded the shell 3mm deeper than planned. The case was completed successfully.

Manufacturer narrative:
Reported event: an event regarding impaction depth discrepancy involving rio® tha software application, catalog: 205634 was reported. Method and results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 205634) the complaint databases were reviewed from 2011 to present for similar reported events regarding impaction depth discrepancy. There were only 3 other reported events (actions 107, 327, 602). Complaints related to this part number will be tracked through quarterly trend #860. Conclusion: device inspection could not be performed, no session data was provided. Nine communication attempts were made. Device was not available for evaluation.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The impaction results recorded the shell 3mm deeper than planned. The case was completed successfully.